Manufacturer narrative:
Analysis: upon receipt, microscopic visual inspection revealed a longitudinal tear at the proximal end of the balloon. The longitudinal tear at the proximal end of the balloon resulted in the inability to fully inflate the balloon. Conclusion: returned product analysis confirmed the presence of a material rupture. The material rupture was a longitudinal tear at the proximal end of the balloon which was also accordioned. It is unknown if the vessel morphology was calcified or tortuous in nature. Thus, a definitive root cause could not be determined. It is unknown if patient and/or procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Analysis/preliminary evaluation: upon receipt of the sample, visual examination of the entire length of the catheter revealed minor bunching of the balloon at the proximal bond. Also, blood was observed within the inflation lumen at the hub. Functional testing of the complaint sample revealed a material rupture in the proximal half of the balloon. The complaint sample was decontaminated and prepared for further evaluation. A lot history review revealed this is the only complaint for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Conclusion: the returned sample is undergoing evaluation which has not yet been completed. Upon completion of the investigation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly failed to inflate at the right superficial femoral artery (sfa) treatment site. The health care professional (hcp) gained patient access on the right side and predilated the target lesion with a normal pta balloon successfully. Reportedly, the lutonix dcb was advanced to the sfa; however, as the balloon was incrementally inflated, the balloon allegedly would not stay inflated. The device was successfully removed. Another lutonix dcb of the same size was used to complete the procedure. No adverse patient effects were reported.